Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.

Event description:
It was reported that the patient was complaining of pain following implant of the mesh in 2007. Physician has apparently ruled out another hernia and thinks he can feel a break in the mesh. The patient is reportably tender at the site.